Manufacturer narrative:
One sample model 2426-0007 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated from the drip chamber. No other defects or abnormalities were observed. A quality notification was sent to the manufacturer. From the manufacturer's investigation, the possible root causes are the fixture was not properly used or the bonding method was not correctly performed. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: after scanning the IV bag, I brought it to the bedside cart to spike. After spiking the bag, I brought it to the IV pole to prime. After hanging the bag on the IV pole, I was about to open the roller clamp when I noticed a stream of medication flowing on the ground. I looked up and noticed the tubing disconnected from the drip chamber. The only way to keep it from flowing was to stop the flow with my gloved hand. About 10-15 ml of medication was lost. Pharmacy was notified and a new bag was made. Did this incident cause patient harm/injury: this did not cause patient harm but did cause a waste in medication as a new dose of the medication did need to be remixed by pharmacy. This did cause a delay, but the delay did not cause harm. Quantity: 1. MFR number: 2426-0007. Lot #: 25083020.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.